Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, and analysis of the device memory indicated no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was abandoned and replaced due to exhibited high threshold. No patient complications have been reported as a result of this event.